Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an error 1 alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/04/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box data revealed occurrence of related alarms. The meter successfully paired to a test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.